Manufacturer narrative:
A review of the technical service on site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient resulted with significant residual refractive astigmatism post trans-epithelial photo refractive keratectomy (prk) and topography-guided prk. This is likely due to an overcorrection of the patient's pre-existing coma that occurred due to the cornea drying in the time between the execution of the trans-epithelial treatment and the beginning of the topography-guided treatment. This was unexpected as the pre-programmed topography guided treatment was deleted by the system after the trans-epithelial treatment due to second treatment needed to be programmed. Patient will likely need further treatment in the future.